Event description:
It was reported that during an unk procedure, the device delivered an incomplete staple line. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.